Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges wrongful death of the patient and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges per short form that the patient underwent surgery for the implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2002. As reported, the plaintiff is making a claim for an adverse patient outcome against composix kugel hernia patch. Attorney alleges that "the patient's wrongful death was caused by the wrongful act, neglect, or default of defendants". Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff." It is also alleged that the patient experienced emotional distress and the device was defective.